Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage inside insulin pump noted.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 145 mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.